Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged having headaches, sleepiness, coughing. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.